Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during the investigation, the pump powered on to a hard ¿cs69¿ alarm. The display, presenting the alarm code, was found to be dim and discolored. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The error was resident to flash chip (u39). A battery compartment crack was observed from the thread area to the case seal. No evidence of moisture contamination was found inside the battery compartment. The pump was unable to recover from the cs69 alarm. The audio bolus button cover was torn, and functionality unable to be verified due to the cs 069 alarm. The pump¿s case was removed, and no evidence of moisture or loose components was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.